Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of a farawave catheter that was selected for use to treat an atrial fibrillation, the flushing port fell off. Thus, the catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The provided image shows the flush port luer detached from the farawave catheter. The reported event was confirmed via the provided media.

Event description:
It was reported that during preparation of a farawave catheter that was selected for use to treat an atrial fibrillation, the flushing port fell off. Thus, the catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the strain relief was detached from the luer. Microscopic analysis of the catheter was performed and with the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. The reported flush port detachment was confirmed. Additionally, images of the device were provided from the procedure that showed the detached flush luer.

Event description:
It was reported that during preparation of a farawave catheter that was selected for use to treat an atrial fibrillation, the flushing port fell off. Thus, the catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter was returned.